Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Customer alleged assist rail had a defective weld. Resident fell when rail broke when she was getting out of her wheelchair and grabbed the assist rail to get into the bed. There was no injury.